Manufacturer narrative:
Concomitant medical products: d334drg lead implanted: (B)(6) 2013.

Event description:
It was reported that the right atrial (ra) lead has occasional p-wave undersensing during ventricular tachycardia (vt)/ventricular fibrillation (vf) arrhythmia. The lead remains in use. No patient complications have been reported as a result of this event.